Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the suspect batteries and main board were returned. Upon inspection the customer's batteries were found to be depleted. The customer received a new set of batteries and the main board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.